Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the operation of rotator cuff tear, connect with generator, did not work (could not cut and could not coagulate), no any alert code showed in the screen. Visual inspections revealed signs of activation but in expected condition and no visual damaged founded. Besides, during the functional test, the ablate mode did not work.therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr premiere vapr premiere50 electrode -ea: the two devices in one bag so unable to tell which lot number relates to which device. In the case of the second device, the active tip of the electrode shows saline residue but no clear signs of activation and saline residue in the suction tube. Finally, electrode shaft, handle, cable and plug does not show any signs of damage. The electrical test was performed with the different parameter; as a result, the activity continuity was failed. The device was connected to vapr vue generator and there was a delay of approximately 4 secs. Supplier summary: the device as presented showed no active continuity. The break in continuity was located across the electrical crimp. The activation test recorded a 4 sec delay before the device began to operate. The device functioned on both ablate and coagulate modes. Measuring the continuity across the active circuit post activation recorded a within specification value. We were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A manufacturing record evaluation was performed for the finished device [u1901165] number, and no non-conformances were identified. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document, as a ¿hardware circuit failure¿, caused by an ¿incorrect assembly¿, causing a ¿delay or possible cancellation to a procedure¿ and a failure severity of minor. A CAPA investigation cap-101378 was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. In addition to the design change being rolled out, an interim action was also implemented as detailed below to help reduce recurrence. Crimp wire jig gml5426 was introduced for this device via co-326112 on 25 oct 2019. The complaint device was manufactured prior to this change. The root cause of this failure is a design fault and corrective action is design improvements. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information - event description (b5). UDI: (B)(4).

Event description:
Additional information received by the affiliate reported the device did not function during the reported procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by affiliate via phone that during rotator cuff repair the vapr premiere50 electrode -ea could not cut and could not coagulate, another same device was used and had the same issues. No patient consequences or surgical delay reported. A replacement device was used to complete the procedure. The device is available to be returned for evaluation additional information from the affiliate reported the device did not operate at all.